Event description:
It was reported that the patient was experiencing symptoms of drowsiness (B)(6) 2012. At a refill (B)(6) 2012 the erv was 8.9 ml, but the erv was 0.1 ml. The patient began experiencing diarrhea and mild flu-like symptoms (B)(6) 2012. The symptoms were similar to those of the onset of withdrawal. The patient¿s healthcare provider was concerned that the pump was consistently ¿running away¿ or overinfusing. On (B)(6) 2012 the arv was 31 ml and the erv was 34.1 ml. On (B)(6) 2013, the arv was 11.3 and the erv was 0.6 ml. The volume discrepancy was ¿getting worse¿ at each refill, but the patient was asymptomatic. The patient¿s volume had been check between refills, but this was making the patient paranoid because they had a similar problem with their previous pump. It was reported that the patient was losing trust due to the volume checks. The patient had anxiety and depress, and it was stated that the volume discrepancies were ¿not helping¿ those conditions

Event description:
It was reported that there were volume discrepancies where the actual residual volume (arv) was less than the expected residual volume (erv). It was indicated during refill on (B)(6) 2012, the arv was 18.5ml and the erv was 24.7ml. The accuracy shown was on the outside of the specification and there were no patient symptoms noted. The second discrepancy occurred on (B)(6) 2012 where the arv was 0.1ml and the erv was 3.8ml and was shown to be within the specifications. It was indicated that there were no patient symptoms until the patient was told that the pump was "over-infusing", and then per reporter, she was in a "drug haze". It was noted on (B)(6) 2012, that they lowered by 10%, however, it was unclear if it was the dose or concentration. The patient still felt "hazy" and "groggy" and when it was lowered again on (B)(6) 2012 by 5% and the patient still felt "hazy". It was indicated that the patient had depression, so it was difficult to tell if it was depression or drug related. The outcome of the patient was not provided. The drugs delivered via pump were bupivacaine, baclofen and morphine. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2003 (B)(6), product type catheter. (B)(4).